Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e15 fluid level sensor malfunction was not confirmed. In addition, the device evaluation found the gray connector of the reprocessing basin was broken and the connecting tube was unable to be connected. The front panel and top cover were damaged. The dust cap was missing. The label was peeled off. The frame was rusted. A review of the device history record (DHR) found the subject device was free from non-conformity in manufacturing and it was shipped in accordance with specifications. A definitive root cause for this issue was not established, however, based on the investigation result, there is a possibility that the connector came loose or was bumped at something hard, which led to being damaged. Therefore, the connecting tube could not be connected, which resulted in the subject event. The cause of loosening of the connector is considered that stress to loosen the connector was applied and accumulated. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: the connector should be connected firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoscope reprocessor received an e15 fluid level sensor malfunction. Inspection and testing of the returned device found connector breakage. The issue was found during inspection. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.